Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n238367, implanted: (B)(6) 2010, product type: accessory; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that, for the past several months, it felt like the pump had moved higher. It felt higher on the patient¿s hip. For the past several weeks, the patient saw the ¿communication unsuccessful¿ screen when he tried to use his personal therapy manager (ptm). The patient was not using an antenna. The batteries were recently changed and placement of the ptm was verified. The patient was not near any sources of electromagnetic interference (emi). As of (B)(6) 2014, the patient was still having concerns with his device or therapy, but was working with his doctor or manufacturer representative. The device system was used to deliver morphine. Additional information, including troubleshooting or diagnostics performed or planned, patient symptoms and cause of the event, was not reported. Additional follow-up to obtain this information is being conducted.